Event description:
The consumer was allegedly thrown from his chair, causing him to be thrown to the ground, resulting in a concussion, internal bleeding, and a bruised kidney.

Manufacturer narrative:
Manufacturer spoke with dealer. Consumer and an attendant were in the rain and drove through a deep puddle twice, and upon the second time, the chair acted erratic and the consumer was not wearing a seat restraint. This resulted in the consumer falling out of the chair and received a concussion. Current user guide covers this area. As a courtesy, dealer is working with user to replace components.